Event description:
Pt is needing MRI lumbar. Hcp reports pt said the "lead is broken and not working". Hcp noted they cannot tell via x-ray if the lead is broken into multiple pieces or perhaps just fractured. Hcp states pt was told by a rep that there are "open no impedances" - hcp unable to clarify further. Tss redirected to hcp to confirm status of lead. Rep reported that they do not recall/remember the last time they saw patient for reprogramming but was contacted by MRI facility on the 7th to check MRI eligibility of patients scs system. Rep spoke with managing physician on the 8th regarding the patients scsand he said yes, he¿d ordered the MRI. The hcp told rep he is planning to revise a lead soon so patient can get better coverage. Rep reported that he spoke with hcp about this patient and he said when he¿d seen the patient he stated he is not getting right sided coverage of scs so he was getting the imaging done. He said after looking at the most recent imaging that the leads were now staggered and one was at t9/t10 and the other was t11/t12 which is not where they were originally placed. He has ordered a revision but it has not been scheduled as of yet. More than likely it will be sometime in early (B)(6).

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-jul-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.